Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected of undersensing the right ventricular (rv) channel and delivered brady pacing when not required. Technical services (ts) was consulted and noted the rate didn't seem physiologic. Ts determined atrial waves were being oversensed on the rv channel but was falling into cross chamber blanking. This pacemaker remains in service. No adverse patient effects were reported.